Event description:
It was reported that the 14g x 5.25in (2.1 x 133 mm) angiocath special experienced no label or missing label information which was noted prior to use. The following information was provided by the initial reporter: material no.: 382269, batch no.: 9204248. Per email: while receiving we discovered 1 cs is missing the label identifying the lot and expiration.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9204248 our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on their evaluation of the provided photos, our quality engineers have determined that the most likely root cause is human error during the labeling of the shipping box. To address this we have conducted a retraining of packaging personnel. H3 other text : see section h.10.

Manufacturer narrative:
Occupation: production markets production operations (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 14g x 5.25in (2.1 x 133 mm) angiocath special experienced no label or missing label information which was noted prior to use. The following information was provided by the initial reporter: material no.: 382269, batch no.: 9204248. Per email: while receiving we discovered 1 cs is missing the label identifying the lot and expiration.